Event description:
Information received from the field does not address the patient's clinical status but notes that during a threshold test, the current drain increased from 9ua to 16ua and the ventricular output increased from 2.5v, 0.4ms to 4.5v, 0.6ms and dashes (---) were noted for base rate, hysteresis, and sensor parameters. The output was successfully changed but a message was displayed that "one or more parameters are not confirmed programmed".